Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, while checking the system controller history, the vad coordinator noticed that there were several events where the pump was not able to maintain fixed speed while connected to the power module. The patient was admitted to the hospital for evaluation but was reportedly asymptomatic. Review of the system controller log file revealed low speed hazard, low flow hazard, pump stop, and driveline disconnected alarms during power module support, with higher pump power consumption during the events. There was no indication of a damaged wire based on impedance values recorded. An internal x-ray did not show a direct indication of internal driveline damage. A driveline evaluation was performed on (B)(6) 2016. A previously unreported rescue tape repair was noted, which had been performed by the vad coordinator in (B)(6) 2015. The external part of the driveline was palpated and there was no indication of damage. A continuity test performed did not indicate any wire compromise. The patient was connected to a power module with a normal grounded patient cable and no pump stops or speed drops occurred. The external portion of the driveline was manipulated and an alarm could not be reproduced. With the external portion of the driveline fixed, patient movement in different axes also did not reproduce alarms. A small cut to the external silicone jacket revealed no fluid leakage and the driveline was repaired with rescue tape. The patient was discharged on (B)(6) 2016 with a non-grounded power module patient cable. Approximately 1 week later, additional x-rays of the driveline showed two possible stressed areas of the shielding near the right iliac crest; one internal near the skin and the second one directly on the end of the old rescue tape repair. There were no other indications of a damaged driveline or short to shield. It was reported that the patient also has lung cancer. The clinic reportedly wants no additional therapies or investigations on the pump. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient. The report of the pump being unable to maintain the fixed speed was confirmed based on the information contained in the submitted system controller log files. These events occurred only while the system was connected to the power module and appeared to subside when the system was connected to battery power. Based on the manufacturer's past experience and similar reported events, the events captured could be indicative of driveline damage. Examination of the submitted x-ray images revealed areas of minor shield breakdown; however, these images were inconclusive for a potential wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.